Event description:
It was reported that the patient had the device replaced due to normal battery depletion. The patient's extension was also reported as "broken." The patient was part of (B)(6) study. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID, neu_unknown_lead, unknown, product type lead product ID, neu_unknown_ext, serial# unknown, product type extension. (B)(4). No device analysis was performed; the device met risk based criteria.